Manufacturer narrative:
Concomitant medical products: mc1avr1 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced  two syncopal episodes. It was reported that there was device/device interaction betwee n the implantable pulse generator (ipg) and the leadless implantable pulse generator (ipg). Re-programming was performed. The ipg and the leadless ipg remain in use. No further patient complications have been reported as a result of this event.